Manufacturer narrative:
This report is associated with argus (B)(4), polident overnight denture cleanser tablets.

Event description:
Can't see as well [loss of vision]. Eyes are bothered [eye disorder]. Case description: this case was reported by a consumer and described the occurrence of loss of vision in a (B)(6) male patient who received double salt denture cleanser (polident overnight denture cleanser tablets) tablet (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started polident overnight denture cleanser tablets. On an unknown date, an unknown time after starting polident overnight denture cleanser tablets, the patient experienced loss of vision (serious criteria gsk medically significant), eye disorder and accidental contact of product with eye. Polident overnight denture cleanser tablets was discontinued (dechallenge was positive). On an unknown date, the outcome of the loss of vision was not recovered/not resolved and the outcome of the eye disorder and accidental contact of product with eye were unknown. It was unknown if the reporter considered the loss of vision and eye disorder to be related to polident overnight denture cleanser tablets. Additional details, adverse event revision was received on 11 may 2016. The consumer reported that he may had touched his eyes after touching the product and now his eyes were bothered and he could not see as well. The consumer was asked, what should he do if he touched his eyes and should he sought medical attention. The consumer could not provide lot or expiration date of the product.